Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Dexcom technical support was able to make contact with the patient on (B)(6) 2026 to gather additional information. The patient reported that he is unable to ambulate independently and has required the use of a walker for approximately four years. The patient has pre existing health conditions and experiences difficulty managing his diabetes and performing self care independently. He stated that he is currently receiving gait therapy at a rehabilitation facility, where staff provides assistance with monitoring and provide routine diabetes care. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2026, at approximately 3:00 am, the patient awoke after having passed out and was incoherent. He attempted to contact his wife and sister. The patient¿s wife, who is handicapped, called 911 but was unable to view the cgm reading, perform a blood glucose comparison, administer medication or assisted further while awaiting emergency medical services (ems). Upon ems arrival, the patient could not recall whether a fingerstick blood glucose (fsbg) measurement or cgm reading was obtained, nor whether any medications were administered. He recalled being transported to the emergency room (ER), where his blood glucose was measured and found to be over 900 mg/dl. The patient could not recall the cgm reading at that time. He received IV insulin and other unspecified medications and was diagnosed with diabetic ketoacidosis (dka). The patient was discharged from the hospital on (B)(6) 2026 and transferred the same day to a rehabilitation facility, where he remained at the time of the call. The patient reported he was in rehabilitation due to an inability to walk independently and stated that he was scheduled to transition to an assisted living facility because he could no longer care for himself at home. The patient reported that prior to passing out, his cgm displayed unspecified low readings without associated hypoglycemic symptoms. He alleged that the sensor readings were inaccurate and described them as erratic prior to the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.